Manufacturer narrative:
There is more information on the device evaluation. Correction is being made to health effect ¿ clinical code. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, special adoption, and variations. The device was not repaired within the past one year. Why the sdi terminal was damaged, cannot be determined. It is likely the damage was caused by handling because there was a physical damage and it was not there at the time of delivery.

Manufacturer narrative:
Upon inspection and testing, the device yielded no image with the sdi 1 input. This is attributed to the sdi 1 input pin damaged on the qb board. In addition, the housing was cracked in the lower left corner, and there was a minor discoloration on the rear cover. Device was returned unrepaired per customer request. Evaluation is ongoing. Supplemental report(s) will be submitted when any information becomes available.

Event description:
The device was returned for repair of a crack in the lower left corner of the housing, when it was observed during estimation that the sdi 1 input pin is damaged on the qb board causing no image when using sdi 1 input. There is no reported harm to any patient.